Manufacturer narrative:
(B)(4). Date sent: 03/08/2021. Photo was provided for review by ethicon medical safety officer. Following are their observations: I reviewed 3 pictures of a computer screen showing spot film images from an ugi exam. The xray images showed a discontinuous 16 bead clasp linx device. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. The mechanism/cause of failure cannot be determined from the provided images/videos. The DHR for lot 12436 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: what was the date of the implant? (B)(6) 2017. What is the date of the explant surgery? (B)(6) 21. Besides reflux, what other symptoms (if any) lead to the discovery of the discontinuous device? When did they begin? Recurrent reflux starting at 1 year postop. What was the date of the imaging which showed the discontinuous linx? December 2020 ugi showed device was clearly in discontinuity. Prior ugi from may 2018 was interpreted as normal device position/appearance. In retrospect, there was an abnormally wide gap between two beads in the same area that is now widely separated. The device was almost certainly in a discontinuity in 2018 but was much more subtle on imaging. What is the product code for this complaint? Lxmc16. What is the device lot number? Lot no. 12436. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since the device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since the device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. See images in file. What is the management plan? Is a replacement linx or fundoplication planned? Replacement linx is planned. When the explanation takes place can we ask that the procedure gets video recorded and the video shared? No. When the linx device is removed, may we ask that the device be returned for analysis? Yes. Operation notes: upper gi series, (B)(6) 2018: technique: thin and thick barium, air crystals and a 12 mm barium tablet were administered by mouth throughout the exam. Standard fluoroscopic and scout images were obtained. Comparative studies: upper gi series dated (B)(6) 2017. Clinical history: '32 y/o male post operative linx procedure with dr. (B)(6) from (B)(6) 2017 redeploying from kuwait c/o dysphagia and gerd symptoms with things as simple as water/juice. Please evaluate with thin barium swallow and fluoro to re-evaluate how the magnets are functioning, thank you.' Findings: the patient is status post linx procedure with the surgical device in the expected location at the level of the lower esophageal sphincter. Barium transited readily through the device and into the stomach. There is no hiatal hernia. No gastroesophageal reflux was evident at the time of the examination. The esophagus is well visualized and demonstrates no intrinsic or extrinsic abnormality. There was a single episode of tertiary esophageal contraction in the lower esophagus during the exam (image 19). The esophageal mucosa is normal. A 12 mm barium tablet passed freely through the esophagus into the stomach. The stomach is well visualized and demonstrates normal mucosa. There is no evidence of gastric mass, stricture, or ulceration. Barium progresses freely through the pylorus into a normal-appearing duodenal bulb and c-loop. The duodenojejunal junction is in its normal anatomic location. Impression: prior linx procedure. The device appears appropriately positioned. Barium progresses freely through the esophagus and into the stomach. There is no evidence of hiatal hernia. No gastroesophageal reflux was present during the exam. Upper gi series, (B)(6) 2020. Comparison: (B)(6) 2018 upper gi series. Findings: a 13 mm radiopaque pill passed quickly through the proximal and distal esophagus with transient, 15 second pons at the lower esophageal sphincter prior to passing through the stomach. Following effervescent crystal administration and thick barium administration, real-time images of the esophagus were obtained in the upright position. There is normal esophageal contour without diverticulum or mass. No appreciable mucosal abnormality however suboptimal double contrast images are obtained. Double contrast images of the stomach and pylorus region show normal mucosal pattern. No ulcer or mass exemplified. No mass lesion. There is normal retroperitoneal duodenum. Magnetic ring device around the distal lower esophagus appears well positioned. There is however apparent discontinuity of the device increasing diameter compared to prior exam. There is no hiatal hernia however gastroesophageal reflux extending up to the level of the thoracic inlet was demonstrated spontaneously while in the right lateral decubitus position. Prone single contrast images of the esophagus showed normal bolus formation and passage of contrast bolus into the stomach without dysmotility. Impression: interval change in magnetic ring diameter with asymmetric widening and spontaneous gastroesophageal reflux. No mucosal abnormality exemplified however optimal distal esophageal double contrast images are not obtained. Consider direct visualization. The device was explanted on (B)(6) 2021. There were no patient issues.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information received: it was reported that patient presented with a broken linx during an MRI not linx related (size unknown). Patient presented with abdominal pain and a broken linx was identified. Date of surgery (B)(6) 2017 ¿ size 16. Lot # 12436, exp (B)(6) 2020, lxmc16. Replaced (B)(6) 2021 ¿ size 17. The current surgeon did not place these devices. The surgeon who placed them are now at a different facility. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2017. What symptoms lead to the discovery of the discontinuous device? When did they begin? Patient reported recurrence of some reflux symptoms as early as 3 months postop. At 15 months postop he had worsening reflux. An upper gi performed at this time was read as normal. However, after retrospectively reviewing images, it appears the device was likely already separated at that time (ugi 5/8/2018). When patient returned for re evaluation in 2020, he reported having had abrupt return of reflux symptoms approximately one year after placement. Ugi at that time showed obvious device separation. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? 12436. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Unknown. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? Linx removal, repair of recurrent hiatal hernia and placement of new linx on (B)(6) 2021. Did the patient receive any dilations while the linx was implanted? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Linx removal, repair of recurrent hiatal hernia and placement of new linx on (B)(6) 2021. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? N/a. When and if the linx device is removed, may we ask that the device be returned for analysis? Device was removed and returned to company. Date of complaint submission was (B)(6) 2021. This is the one we explanted on (B)(6) 2021. The entire account has placed 22 linx devices. 4 discontinuous devices. All patients had MRI¿s. They were all 1.5t. One patient had multiple MRI¿s.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2021. H10: corrected data: based on the reported lot number, the device is within 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2021. Device analysis: the visual analysis found that the returned device had an exposed well ball paired with the washer side of the adjacent bead. The affected washer through hole diameter was measured and was found to be greater than specification. The exposed weld ball diameter was found to meet specifications. The interference between the washer through-hole and the exposed weld ball diameters was 0.0001. It is presumed that a certain geometric combination of the weld ball and the washer through-hole resulted in the device separation in vivo. Link length and tensile force were found to meet the applicable specifications during device analysis. No anomalies, excepting for weld ball pull through, for a device that has been reasonably changed as part of the explant procedure.

Manufacturer narrative:
(B)(4). Only event year known: 2021. The photo was provided for review by ethicon medical safety officer. Following are their observations: I reviewed a picture of a screen showing a spot film image from an ugi exam. The xray image showed a discontinuous linx device. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The mechanism/cause of failure cannot be determined from the provided images/videos. Additional information received: the explant date will be (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the date of the explant surgery? If there is no date set right now for the explant surgery, may we please ask you to contact us when you do know of the explant date? Besides reflux, what other symptoms (if any) lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? What is the product code for this complaint? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? What is the exact date of the implant? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient's reflux returned and was subsequently x-rayed. The results of the x-ray indicated that the linx device was discontinuous. It has been three years since the device was implanted. In 2019 the patient had dysphagia and the device was still intact at that time. The device will be removed however the surgery has not been scheduled at this time. There is no additional information.